Manufacturer narrative:
H3: analysis found broken conductors on the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for pain. It was reported that they had high impedances not on the day of surgery, 0-7, 10,13,14 =40000. Impedances were checked and it was reprogrammed using unaffected electrodes. The cause was unknown. The issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had an explant and reimplant of new leads. Patient had a loss of therapy due to impedance problems. Breakage was reported. There was no injury to the patient.